Event description:
It was reported that a user experienced a pairing failure when attempting to scan a new freestyle libre 3+ sensor, after which rescanning indicated that readings would display soon and the issue was resolved with education to wait through the sensor warmup period. No adverse clinical effects were reported. Outcomes included no health impact beyond temporary interruption of sensor data display. User support included troubleshooting and education regarding proper pairing and warmup expectations. Investigation of this case revealed that the device functioned as designed after rescan, with the initial pairing failure attributable to the sensor being in the warmup period rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that user education regarding warmup timing resolves the event and that no device failure was identified.